Event description:
Customer reports that a surgical knot untied while the dentist was taking a tooth impression following a lip laceration closure. A second knot untied the following day. The remaining suture and surgical knots were subsequently explanted per routine procedure. Suture used was all from one strand. No adverse pt consequences were reported.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.